Manufacturer narrative:
The patient is involved in a settlement involving the sprint fidelis lead. Per legal, all information known was provided per the complainant and no further information is available. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A lawsuit alleged that the defibrillation lead was fractured and explanted and the patient experienced complications. Review of the manufacturer's database indicated that the patient is deceased and died two months post implant of two pacing leads and an implantable cardiac defibrillator.